Event description:
Consumer reported via phone that the brushhead is so loose it comes off. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.